Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that five hours into a gastric tube procedure, a device issue occurred. Initially the device worked, but after a period of use a part of insulation broke and disengaged while cleaning with wet gauze outside the patient's cavity. A new device was used to continue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance (pmv) investigation personnel. One device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The customer reported the component disengaged. The investigation found the bottom jaw over mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. If information is provided in the future, a supplemental report will be issued.